Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f2301 captures the reportable event of the additional device required to address the puncture zone in a gastrojejunostomy procedure. Imdrf impact code f19 captures the reportable event of surgical intervention required.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to the jejunum to treat a duodenal obstruction during a gastrojejunostomy procedure performed on (B)(6) 2025. During the procedure, the physician attempted to deploy the first flange of the stent but noticed it did not open. After trying various maneuvers, the flange remained closed, and the stent became dislodged from its initial position. In response, the physician released the stent from the stomach, and the first flange eventually opened; however, it was no longer possible to insert the stent correctly. The procedure was completed through a gastrojejunostomy surgery. As a result of the issue, the patient suffered a perforation and required surgery. However, the patient condition was reported to be good at the end of the procedure. Note: it was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.